Event description:
Allegedly, patient was revised due to infection. Srnjr number: (B)(6) side: l gender: f non mpo devices: 20512056 secur-fit clust-hole cup 56 mm and 20992254 22mm x 54mm constrained insert.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Manufacturer narrative:
Unreporting: due to a human error this complaint was reported, it is not commercially available in the us. Please void this report.